Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred on (B) (6) 2008 during drain cycle 4. The pt's ultrafiltration reading was 1102 mls indicating the home pt (hp) drained 1102 mls more than their programmed tidal volume of 1980 mls. This info gives a total drain volume of 3082 mls (1102 mls+1980 mls). No pt injury or medical intervention was reported. Despite baxter's attempts, no additional info could be obtained regarding this event.

Manufacturer narrative:
(B) (4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain, caused by the total uf being programmed too low (100 mls). The device will be routed to the service area. As a result of this incident, the evaluation results were reviewed with the dialysis center nurse (rn). The rn concurred with baxter's conclusion that the cause of this incident was related to the total uf being programmed too low at 100 mls.